Manufacturer narrative:
A user facility medwatch report (B)(4) was received reporting patient was being placed in restraints for self-injurious behavior. Patient was combative and pulling at the restraint while staff was attempting to apply. A piece of the restraint broke off. The plastic piece broke as a result of patient aggression. Per nursing leadership review, the restraints were applied correctly and additional restrain education is being provided. The triangles on the norix platform bed were not being utilized during the above event. The sample was not returned for evaluation and no lot number was provided. The potential root cause was determined that a wear/use/handling issue most likely occurred. Based on the reported issue it appears the patient was very combative. Due to the root cause finding, there were no corrective or preventive actions taken. There have been no changes made to the raw material used for this limb holder. No manufacturing issues were found during the inventory check. An inventory check was made by deroyal. A total of 13 product number m8135 limb holders were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Patient was being placed in restraints for self-injurious behavior. Patient was combative and pulling at the restraint while staff was attempting to apply. A piece of the restraint broke off. The plastic piece broke as a result of patient aggression. Per nursing leadership review, the restraints were applied correctly and additional restrain education is being provided. The triangles on the norix platform bed were not being utilized during the above event.